Event description:
It was reported by the patient that there was a problem with the implantable pulse generator (ipg) and the battery. The ipg was explanted and replaced and the right atrial his (ra-his) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.